Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a flow alarm due to the flow and deaeration motor shafts seizing. This issue occurred in the bmt¿s shop. The bmt reported that during repair, burning, blackening and charring was noted around the shaft and commutator. There was also a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The flow motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 20,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the flow motor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a flow alarm due to the flow and deaeration motor shafts seizing. This issue occurred in the bmt¿s shop. The bmt reported that during repair, burning, blackening and charring was noted around the shaft and commutator. There was also a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The flow motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 20,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the flow motor, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.